Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that  they can't get programmer to connect to ins. Patient also mentioned, a couple days ago they started feeling a burning sensation where ins is. Had patient try repositioning programmer with and without attachment. Patient continued seeing sync screen. Patient stated, they think ins is still working as they have not had accidents.  Reviewed possible eos and redirected to hcp if programmer continues to not connect to ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the inability to communicate and the cause of the burning sensation at the implant site was not known, but they did indicate that the patient was going to be seeing a manufacturing representative. The issue was not yet resolved.